Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead reported hearing beeping, and upon device interrogation there was an alert due to shock impedance measurements of zero ohms. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead reported hearing beeping, and upon device interrogation there was an alert due to shock impedance measurements of zero ohms. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the shock impedance measurements were also greater than 200 ohms. The lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.